Manufacturer narrative:
Medical safety review of the event noted there is not enough evidence to exclude the impella 5.5 device used as an associated factor to the patient's outcome given related events of bleeding and low pump flow. This is one of two related medical device reports associated with this patients care. The associated report will reflect the impella rp flex. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. The patient had a cardiac history and had come in for the ross (aortic root replacement) procedure and when condition deteriorated an emergent coronary artery bypass graft. The patient was unable to come off bypass after reported six attempts. Extracorporeal membrane oxygenation was considered prior to placing intra -aortic balloon pump (iabp). The patient failed iabp/inotropic support and the impella team was notified of need. During impella support, the patient had extensive surgical/chest bleeding and protamine was administered due to surgical oozing. Additionally, it was reported that the impella 5.5 was unable to flow optimally due to low volume. The team attempted to correct bleeding surgically before chest was closed. The patient continued to bleed post closure. Replacement clotting factors were administered at 1.5 liters cell saver along with other blood products. The team decided that surgical bleed could not be corrected and the decision was made to transfer the patient to the unit. The patient remained on support to allow the family time to decide on whether to withdraw care or escalate care through the addition of an impella rp flex. The patient was escalated during care. As the patient continued support, hemodynamics were declining despite multiple pressors and bicarbonate pushes. Ultimately, the patient coded and was not able to achieve return of spontaneous circulation.

Manufacturer narrative:
The investigation of low pump flow and access site bleeding has been completed. The pump was not returned for investigation. The data log shows several suction alarms throughout the case run, with a trending placement signal. There was no motor current spike or positioning-related alarm noted. The cause of the low pump flow issue was most likely patient condition related, based on data log review and given clinical details. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided.